Event description:
Reportable based on device analysis completed on 24-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilation; however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is broken 71.9cm from the hub. There are multiple kinks along the hypotube and the balloon is tightly folded. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities. The hypotube appeared to be kinked prior to separation.